Event description:
It was reported that right ventricular leadless pacemaker failed to capture at multiple sites during implant. The patient then loss consciousness. Computed tomography imaging showed bleeding in the patient's lungs. The physician was unsure of the cause of the bleed, but they did not make any allegations of malfunction against any abbott products. Unspecified rescue measures were performed. The device was not implanted or swapped out. Patient was stable and discharged.